Manufacturer narrative:
Received four photos from the customer. One photo showed two warped cassettes. The reported complaint of leakage on the 14687-15 can be confirmed due to the warped cassettes. The probable cause of the warpage is due to exposure to excessive heat during transportation. Lot history was reviewed and similar complaints from the same lot have been confirmed due to warpage.

Event description:
The event involved a plum set where leakage was reported. There was unknown patient involvement and unknown patient harm. No additional information is available.

Manufacturer narrative:
The device is not available for investigation; however, photos were provided. Investigation is pending.